Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth straw has been trimmed to the surgeons desired length. T1 is free from the needle and the suture has been slightly pulled out of the fixed straw. T2 remains in its customary position on the insertion needle. The trigger was advanced fully and t2 was advanced to the needle tip. The device was then tested for deployment of t2 using a rubber meniscus model, t2 deployed as intended. The device was not returned in the condition of the reported complaint of t2 pre deployment. Due to these observations no root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopic medial meniscus repair procedure, after t1 was implanted ,t2 fell off. A same model backup device was utilized to complete the surgery with a surgery extension of 10 minutes. There were no injuries reported.